Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer to load a new cartridge to address the issue once they receive replacements from tandem technical support. The customer's blood glucose level was 277 mg/dl.